Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in atrial tachy response (atr) episodes being stored. The system also exhibited electromagnetic interference (emi). Boston scientific technical services (ts) discussed reprogramming options. The noise was not reproduced with isometrics. The system remains in service. No adverse patient effects were reported.